Event description:
It was reported via incoming inspection at the distribution site, that there were small particles inside the sterile packs of two devices. It was also reported that there was no patient involvement related to this event.

Manufacturer narrative:
The devices and packaging subject to this investigation were returned for evaluation. It was visually confirmed that there were small particles inside two of the packs. The manufacturing history records were reviewed, no issues were identified which may have contributed tot his event. The label for the device has a symbol indicating "sterile only if package is unopened and undamaged." Internal corrective actions were taken to address this issue.